Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap of adhesive on the distal end, stain entered inside the lens through the gap. There was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient or user harm associated with this event. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was observed that there was a gap of adhesive on the distal end, stain entered inside the lens through the gap. There was a gap between the acoustic lens and the ultrasound probe. Additionally, due to wear of forceps lever, up/down knob could not be locked securely. Due to a pinhole on the bending section cover, water tightness was lost. Due to damage on the ultrasonic probe and the acoustic lens, displayed ultrasound image was defective with missing elements. The objective lens had a scratch and a crack. The charged coupled device (ccd) cable length was limited. The suction cylinder had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon may have been caused by the customer's mishandling or by wear and tear due to increased use time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.